Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the problem arose from user error. A technical support specialist advised customer to recreate the adt patients profile. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower multiple patients orders were not crossing over to station. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.